Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ concentric luer lock syringes leaked cytostatic medicine past the stopper during use. The following information was provided by the initial reporter, translated from dutch: "we had problems 2 years ago with 50 ml syringes leaking past the rubber stopper. This is obviously not desirable, especially considering we use these syringes when preparing cytostatics. It concerns batch 2107107. It concerns several syringes in 2 days."

Event description:
It was reported that 4 bd plastipak¿ concentric luer lock syringes leaked cytostatic medicine past the stopper during use. The following information was provided by the initial reporter, translated from dutch: "we had problems 2 years ago with 50 ml syringes leaking past the rubber stopper. This is obviously not desirable, especially considering we use these syringes when preparing cytostatics. It concerns batch 2107107. It concerns several syringes in 2 days."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-oct-2022. H.6. Investigation summary: two used samples and one unused sample was provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed in the used samples. There was no damage or defects identified on any of the products and the stoppers were properly assembled on to the plunger rod. A device history review was performed for lot 2107107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the samples that could have caused the leak, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.